Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿white/clear particles¿ in four (4) 500ml exactamix eva tpn bags. The particles were described to be free floating. This was noted before patient use. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation filled with solution. Visual inspection revealed floating particulate matter in the fluid pathway of the sample. Several colorless/white particles in the visible size range were located by filtration of the solution from the bag. Fourier transform infrared (ft-ir) spectroscopy results detected three particles consistent with ethylene vinyl acetate (eva) and one consistent with polypropylene, possibly degraded; both materials are part of the exactamix container. Particles suggestive of carbohydrate, secondary amide and nitrocellulose, possibly an adhesive material, were also identified by ft-ir. The reported condition was verified for one sample. The cause of the condition was not determined. The remaining three (3) samples were not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.